Manufacturer narrative:
Updated record with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replace due to a nonspecific product performance anomaly. No additional adverse patient effects were reported. Additional information was received stating this rv lead was explanted and replaced due to high capture thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replace due to a nonspecific product performance anomaly. No additional adverse patient effects were reported.